Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device's exhaled tidal volume (vte) levels being low was confirmed. Ventec observed that the external flow module (efm) cable was not fully seated. Ventec inspected the efm cable to ensure it was free of damage and then properly seated/connected the cable to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the efm cable was not properly seated. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.